Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion as noted at 10.4-10.5cm and 10.5-10.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 42.1-43.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.